Event description:
It was reported post implant of a laparoscopic adjustable band procedure, the band tubing disconnected from the injection port. This was detected when fluid could not be withdrawn during a routine band adjustment. The locking connector was attached to the port and in the locked position. The location of the strain relief is unknown. A new port was placed on (B)(6) 2010 and reconnected to the original tubing. The patient is okay.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.